Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
It was reported that, on an unknown date, a single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port was found to have leaked during patient use. The reporter stated that the problems occurred with the drawing of blood. Blood was leaking alongside the syringe and there was no possibility of re-administrating the blood back to the patient. The frequency of the event was first use but since the reintroduction of the pressure monitoring sets lots of problems. The product was available for investigation. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of unable to withdraw blood is confirmed on the returned set. During visual inspection, the plunger was found detached from the plunger tip. The plunger tip of the safeset reservoir was separated and unable to be pulled back. The probable cause of the detached plunger tip from the plunger is due to the clips not being fully inserted or engaged into the mating component during the manufacturing process in ensenada. No leaks were observed around the safeset reservoir. A device history record lot # review could not be conducted because no lot number(s) was/were identified.